Event description:
The reported device was received in brézins for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device log review was performed. The pump has started at 17:05 and stopped at 17:26 because of an upstream occlusion alarm. Flow rate was set @ 667 ml/h and vtbi @ 1000 ml. No other event between start and stop. No other infusion this day, after this sequence. Upon device log review, it was found that the flow rate was set by the user at 667 ml/h. However the complaint description is ""pump was programmed to give 248 ml over 1,5 hours."" Therefore with the programming, flow rate value should have been 165 ml/h and not 667 ml/h. This explains that the 248 ml were delivered within 20 minutes. Calculated volume correspond at recorded volume. However, flow rate accuracy tests were performed and it was found that results were over IFU specifications and device needed calibration. Nevertheless those results are not linked to the reported event which is solely due to a programming error by the user. This complaint is due to use error. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.

Event description:
Potential over infusion.